Event description:
It was reported that a malfunction occurred displaying code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the issue was resolved without recurrence, allowing the customer to continue using the pump with instructions to report any further issues.